Event description:
In late 2008, the patient reported elevated blood glucose readings for almost two weeks after the adhesive on his insulin infusion headsets came loose. He stated his readings have continually been in the over 250 mg/dl range and several times he had readings of up to 510 mg/dl. Symptoms are trouble with his vision and irritability. He said he treated his readings by bolusing insulin, but was unable to bring his levels within his normal range of under 120 mg/dl. He stated he feels the issue is specific to his prior box of infusion sets. He is using a new box currently and the issue has resolved and his levels have returned to his normal range. The alleged headsets were discarded but he has 6 unused sets from the box to return. Courtesy infusion sets along with a guide to infusion site management and an infusion set insertion device were sent to the patient. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.